Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds). The mid-shaft and the remainder of the device were checked for damage. The handle was opened when returned from the customer site. Visual examination showed no damage on the outer sheath or the mid-shaft. There was a kink on the inner liner at 9.5cm from the tip. There was also a kink on the proximal inner at the retainer clip. There was no other damage to the remainder of the shafts in the form of kinks or damage. The mid-shaft was detached from the retainer clip. The stent was not returned so the damage could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that there was no additional intervention taken to the stent. The stent was left in place the way it was implanted.

Manufacturer narrative:
Patient age at the time of event: estimated (B)(6).(B)(4).

Event description:
It was reported that partial stent deployment and stent elongation occurred. The total occluded, focal target lesion was located in the low tortuous and mildly calcified proximal and mid right superficial femoral artery (sfa). The procedure was treating two previous bare metal stents implanted in the mid sfa that had occluded. The lesion was not pre-dilated. A 6 x 150 x 130 eluvia¿ drug-eluting vascular stent system stent was advanced contralateral over a .035 amplatz guidewire and stent deployment was initiated. The stent was deployed about 30% using the thumbwheel and then the delivery system broke. The physician had to break the handle open to deploy the rest of the stent manually. The stent was dragged partially deployed in the sfa about 2 cm. After deployment was completed, the stent was elongated about 5 cm. There were no patient complications reported and the patient¿s status post procedure was reported as stable and good with successful recanalization of leg arteries.